Event description:
Post-op inflammation & wound secretion. The patient was admitted to the hospital due to "mixed cervical spondylosis". After completing relevant preoperative examinations, the surgery was performed 4 days later. Hemostatic fluid gelatin was used for intraspinal hemostasis during the surgery. Symptomatic treatment such as infection prevention, analgesia, and swelling was given after the surgery. The patient recovered well. The results of the postoperative review showed that the blood count was not high, and the pathogen tests of the drainage tube and the wound drainage fluid were negative. The surgical wound dressing changed and healed well, without obvious redness, swelling, and exudation. The postoperative review showed that the internal fixation position was good and there was no loosening or displacement. The patient was discharged from the hospital on the sixth day after surgery and was instructed to continue oral antibiotics to prevent infection and to change wound dressings regularly after returning home. The patient's family contacted our hospital 19 days after discharge, complaining that they found the surgical wound red and swollen with a small amount of exudation when changing the dressing at home. The patient's family was informed to immediately bring the patient back to the hospital for further diagnosis and treatment. The patient came to the hospital for treatment 4 days later. The ultrasound examination results showed that there was a liquid dark area of about 3.7*4.0cm in the subcutaneous soft tissue at the back of the neck. Surgery was performed 7 days later, and part of the puncture fluid was sent for pathogen detection, and a drainage tube was placed in the effusion area. Two days later, the results of the puncture fluid pathogen (bacteria) and antibiotic resistance gene nucleic acid test showed "staphylococcus aureus (+), meca (-)". (-)". Please consult with the clinical pharmacy department and recommend the use of "cefazolin sodium" for symptomatic treatment. The redness, swelling and exudation of the patient's wound area improved, but the drainage fluid in the effusion area did not decrease. Considering that the infection focus of staphylococcus aureus is relatively viscous, simple intravenous anti- infection and drainage of the infected area may not completely remove the infection focus, and the infection may linger or even spread further. After completing relevant examinations to exclude surgical contraindications, surgery was performed again 4 days after the operation. Anti-infection, analgesia and other symptomatic treatments were given after the operation. The drainage tube and drainage fluid culture and pathogen examination results were all negative. The results of multiple postoperative reexaminations all indicated that the blood count was not high. The patient and his family requested to return home for recuperation. It is recommended that the patient and his family wait until the patient's wound is completely healed before being discharged. Early discharge may led to risks such as recurrence of infection and poor wound healing. The patient and his family still strongly requested discharge. After informing the patient and his family that they need to go to the local hospital for hospitalization after discharge to continue intravenous antibiotic anti-infection treatment, regular wound dressing changes and other related matters, the patient was discharged 6 days after the surgery. Patient: 71-year-old male. Event date: 01/31/2025 additional information was received stating: - how much surgiflo was used? - was surgiflo removed or left in the patient after hemostasis? - what is the surgeon's opinion of why the patient experienced the poor wound healing/infection? --"contacted with the sales rep today via phone, please refer to the event description. Other information requested is unknown."